Event description:
It was reported to boston scientific corporation in 2006 that a c.r.e. Balloon dilatation catheter was planned for use during a procedure four days prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the physician inflated the balloon to 5 atm. At second inflation, the physician attempted to inflate the balloon to 6 atm, but the balloon burst inside of the patient. When the balloon burst the patient felt pain however, there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn longitudinally. The cause of this complaint could not be determined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.